Event description:
It was reported to the manufacturer that the vns patient has been admitted to the ER due to an increase in seizure activity. Diagnostics run on the device confirmed proper device function. The patient experienced efficacy until the reported event. The relationship between the new seizure activity and the pre-vns baseline is unknown. The cause of the new seizure activity is also unknown at this time. The patient visited a neurosurgeon for a surgical consult, at which time it was decided by the physician to perform a corpus callosotomy on the patient instead of replacing the vns generator.